Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, upon removal of the commander delivery system balloon was noted to be slightly inverted on the distal end. Upon closer inspection of the device, separation was noted proximal to the balloon where the balloon bonded to the inner catheter. Excess bleeding was also observed at the esheath site while the esheath was still in place, so the dilator was replaced. Upon removal of the esheath, the seam was noted to be open from distal the end to the non-expandable (white) part of esheath. Complete imaging of the vessels under dsa was done, and there were concern that the distal aorta may have a dissection. Interventional radiologist was called in to evaluate, and an aortic cuff was placed. The patient was hemodynamically stable throughout the procedure.

Manufacturer narrative:
Correction to b5 based on additional information received via voluntary medwatch report. This medwatch report is associated with voluntary medwatch report: mw5112124.

Event description:
As reported by the field clinical specialist (fcs), post implant during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, resistance was felt upon removal of the commander delivery system, and the balloon was noted to be slightly inverted on the distal end. Upon closer inspection of the device, separation was noted proximal to the balloon where the balloon bonded to the inner catheter with some stretching of the wire braid. There were 4 sharp plastic tines that were exposed at the base of the balloon. Excess bleeding was also observed at the esheath site while the esheath was still in place, so the dilator was replaced. Upon removal of the esheath, the seam was noted to be open from distal the end to the non-expandable (white) part of esheath. Complete imaging of the vessels under dsa was done, and a pseudo aneurysm at the level of the ima with no extravasation was observed. A penetrating ulcer in the aorta was also treated with a covered stent with a good seal. The patient was hemodynamically stable throughout the procedure.

Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided by the field and the following was observed: balloon tear at inflation/crimp balloon bond, with inflation balloon inverted over nose tip, tear along sheath liner, and the 3mensio of patient anatomy revealed tortuosity of access vasculature. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn, and difficulty to withdraw system through sheath were confirmed based on evaluation of provided imagery. No manufacturing non-conformances were identified during engineering evaluation. As reported, 'resistance was felt upon removal of the commander delivery system, and the balloon was noted to be slightly inverted on the distal end.' In the 3mensio provided by the field, tortuous access vasculature was observed. Tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties as the delivery system interacts with the sheath. Additionally, it was reported 'upon closer inspection of the device, separation was noted proximal to the balloon where the balloon bonded to the inner catheter with some stretching of the wire braid. There were 4 sharp plastic tines that were exposed at the base of the balloon.' Evaluation of provided imagery from the field revealed a torn I/c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a previously initiated product risk assessment (pra). As identified in the pra, high forces on the system during withdrawal may result in crimp balloon tearing. As difficulty withdrawing the delivery system was reported, it is possible that increased forces of withdrawal may have caused the balloon to tear. While a definitive root cause is unable to be determined, available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.